Event description:
Based on a physicist write up, it was reported that the 6600 system has an excessive beam and a question was raised associated with the adequacy of field size limitation. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, a slight adjustment was made in collimator sizing and verified limitation of useful fluoro beam in both longitudinal and transverse dimensions. The system was tested and found to be working as intended and placed back into service.